Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no damages or defects that would contribute to the cannula improperly inserting. The cause of the reported event could not be determined. The device was received with the soft cannula fully deployed. The investigation found no bends, kinks or damages to the soft cannula. The pod data shows the device generated an 0x18 alarm, indicating pod has reached empty reservoir. The reservoir is confirmed to be empty, and this is a safety feature not a device malfunction. The data contained no timeouts or drive stalls indicating that there was no struggle to deliver insulin

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (unspecified). When the pod was removed the cannula was found to be bent.